Event description:
Boston scientific received information that this pacemaker along with right atrial (ra) lead exhibited noise and high pacing lead impedance. Boston scientific technical services (ts) discussed minute ventilation (mv) signal getting into the bipolar lead signal. Further, the noise went away when switched to unipolar and also when switched back to bipolar and turned off mv. Ts recommended an x-ray to check if the terminal pin was fully inserted or cleaning the atrial lead and flushing the port. Additional information obtained from field representative that the cause was not conclusively determined. Further, the clinic will continue to monitor patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional review of this product issue revealed that although, there was noise and oversensing, it did not result in asystole that was greater than two seconds. Impedance measurements had increased, however, the measurements were not out of range. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.